Event description:
During a simplicity procedure, after completing ablation on one side of the sacroiliac joint the generator would not reach temperature on the other side of the joint. The cables were replaced and the generator was power cycled but the issue remained. The procedure was not able to be completed due to this issue. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt 2000 neurotherm rf generator was received for repair. No visual anomalies were detected. Ac power was applied to the rf generator and the system was powered on successfully. During sensory, motor, lesion, and pulsed testing the reported temperature issue was reproduced. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. Replacing the first channel rf amplifier board resolved the reported temperature issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to the rf amplifier board.